Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/10/2021. H.6. Investigation: bd received one (1) sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for loose cap/stopper pop off with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of loose cap/stopper pop off. Bd has initiated further root cause investigation relating to the issue of loose cap/stopper pop off through CAPA#1875009.

Event description:
It was reported when using the bd vacutainer® serum / cat blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "the cap of the tube was loose and we stopped using this product.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum / cat blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "the cap of the tube was loose and we stopped using this product."